Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that the therapy was turning off by itself. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
Product event summary # investigation summary - it was reported that the therapy was turning off by itself as the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The mdt rep was contacted to investigate the cause and what was done to resolve it. No response was received as of now as the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of the therapy turning off by itself was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported that the cause of not feeling stimulation was misunderstood by the patient not understanding that they did not always have to feel stimulation. For intervention, the patient will be doing daily tracking of their symptoms and interact with their physician. No further complications were noted or anticipated

Manufacturer narrative:
Device returned but analysis not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Medtronic manufacturer reported that th patient calmed the device was shutting off by itself and a revision was performed. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the therapy was turning off by itself. Medtronic representative(mdt rep) did ask patient not to use the patient programmer but the patient was still using it to check when she did not feel stimulation. It was further stated by the mdt rep that the patient might be turning the therapy off by themselves and suggested that the patient should document when therapy was off and also to have a family member hold on the patient programmer so that the patient is not accidently turning therapy off. Additional information was received. The manufacturer representative reported that the cause of not feeling stimulation was misunderstood by the patient not understanding that they did not always have to feel stimulation. For intervention, the patient will be doing daily tracking of their symptoms andinteract with their physician. Additional information was received on (B)(6) 2018 from a consumer via a manufacturer representative. It was reported that the patient experienced symptom return, pain at their pocket site, and the battery flipping up on its side in the pocket, causing discomfort. The patient also reported that the battery would randomly shut off without them using the programmer (pp). Troubleshooting had included multiple re-programming sessions to check the battery. The rep found no evidence of the device turning off on its own, despite the patient¿s claims; the rep noted that patient compliance may have contributed to this issue. To resolve this issue a revision was done; the lead and pocket were revised, and the battery was replaced. The issue was noted to be resolved at the time of this report so no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.